Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found in backup mode following an external defibrillation during an unrelated cardiac procedure. Technical support was contacted and suggested that the external defibrillation was most likely the cause of the backup. The device was successfully restored and the patient was stable with no consequences.